Event description:
It was reported that a patient presented with cardiac perforation of the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient condition was stable following the procedure.

Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.